Event description:
It was reported that the ilet bionic pancreas with serial number (B)(6) repeatedly generated a ¿72 ¿ vsense audio/vibe¿ alert and failed to resolve after multiple restarts, leading to shipment of a replacement device and instructions for safe shutdown, data sync via the mobile app, return of the original device, and re-initiation of setup with the paired cgm. Symptoms included no adverse physiological effects and no change in blood glucose. Outcomes included no medical intervention, no hospitalization, and continued cgm use until the replacement arrived. Investigation included case review and user troubleshooting education consistent with alarm evaluation. Investigation of this device revealed a persistent alarm condition consistent with a device malfunction related to the audio/vibration subsystem without impact to therapy delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.